Manufacturer narrative:
The reporter's meter and test strips were provided for investigation. The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.8 - 4.4 inr): qc 1: 3.6 inr, qc 2: 3.7 inr, qc 3: 3.7 inr. Relevant retention test strips (lot 334499) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The nurse stated that the first blood drop is wiped away and the second drop is used. This practice could potentially lead to inaccurate test results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to the laboratory result using stago neoplastine reagent. At 3:40 pm the meter result was 5.4 inr. (Meter memory showed a time of 15:26) at 4:35 pm the laboratory result was 3.19 inr. The patient's therapeutic range is unknown. The laboratory result of 3.19 inr was deemed to be correct. Based on the laboratory result the patient was told to skip their warfarin dosage that night. There was no allegation of an adverse event. The nurse stated that the first drop of blood was wiped away and the second drop was used.